Manufacturer narrative:
Concomitant products: model dk7726 forceps - lot # 601 d and k forceps. Model dk7796 unfolder handpiece - lot # 208 platinum 1 inserter. The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed on the lens, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
After implantation of a zcb00v intraocular lens. The physician observed eye inflammation, which appears to be uveitis. The physician then prescribed steroids for the patient.

Manufacturer narrative:
Concomitant product(s): on the initial report lot number cb32521 was reported as the concomitant product. However upon receipt of returned devices associated with report the lot number was updated to cb31521. All pertinent information available to abbott medical optics has been submitted.